Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s screen and sleep/wake button became unresponsive, with subsequent delayed responses to the sleep/wake command, consistent with an unresponsive key/button on the device and involving the switch component; the device later responded after charging and was ultimately replaced. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem, aligning with an unresponsive sleep/wake button associated with the switch component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.